Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that patient experienced a loss or change in therapy that included bowel leakage over the last couple of days therefore wanted to adjust. Patient did have programmer issues that started the day of the report but with troubleshooting, the issue was resolved. Patient was finally able to connect and adjust however didn't know if it was working. Patient did say that they increased and felt stimulation however wasn't feeling it now. Patient had difficulty determining if they saw the lightning bolt for the therapy but then confirmed they saw it and said that the setting was at 5.8. The therapy was on. There were no falls or trauma related to event. Patient was advised to monitor symptoms over the next few days and increase a little if they didn't have improvement. Also to consult with healthcare professional (hcp) if there were no improvements after increasing. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the circumstances that led to the bowel leakage and not feeling stimulation was bad batteries, and that the steps taken to resolve the bowel leakage and not feeling stimulation was to replace the batteries. Additional information received on 2017-07-17 indicated that the circumstances that led to the bowel leakage and not feeling stimulation were unknown, and a change in time resolved the bowel leakage and not feeling stimulation. The patient noted that the bowel leakage and not feeling stimulation had resolved "sometimes". There were no further complications reported or anticipated.